Event description:
It was reported by service report that there was no power to the actuators from the motor control board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: motor control board.